Event description:
Allegedly, the end user cut his foot on a bolt near his mailbox when the power wheelchair unintentionally took off causing a skin tear to the right small toe and turning his foot to a right angle. X-rays confirmed there were no fractures, however, there was massive soft tissue damage and bruising requiring the end user to wear a medical boot.